Manufacturer narrative:
The investigation findings ruled-out a serious injury event as the customer confirmed the reported failure was a misunderstanding associated with alarm reminder behavior and there was no patient event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the asystole alarm on their mp70 intellivue patient monitor turns itself off. There was no adverse event reported. The investigation is ongoing. No further information regarding a contribution of the device to the reported event was available at the time of the initial report.